Manufacturer narrative:
It cannot be determined if the seizure the patient experienced was device related, although patient has reported a history of seizures. No additional information was provided and the device is unavailable for further investigation.

Event description:
Patient reported he had a seizure after using the device for 4 hours. Patient stated it was a petimo seizure, and stated he has a history of seizures but not of this type. Patient was advised by physician to discontinue use.